Event description:
It was reported that the implantable cardioverter defibrillator exhibited failure to capture and inadequate output causing pacing inhibition. It was noted that the physician believes the device is failing to deliver enough energy. The device was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Reported event of failure to capture was not confirmed. Reported event of inadequate lv output was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of device image indicated the device was within normal range of operation. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage functions were found to be normal.